Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and device design issue. A CAPA has been initiated to address the coupling tool side being out of specification. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device coupling tool side was out of specification, the pressure shifted on the disk in the tension screw, the electronic control unit (ecu) was defective and the trigger did not run smoothly. It was also observed that the functional test failed due to the ecu short circuiting therefore no energy could be transferred to the motor to run the handpiece device. It was further determined that the device failed pretest for check saw blade coupling, trigger test, functional test, check trigger and ecu function, check oscillation frequency 10800 ¿ 14200 oscillation/minute and mode switch-test. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.